Event description:
The clinician reports the implant was inserted (B)(6)2020 in the patient's mouth. Details of surgery: primary stability not achieved. On 2020-12-10, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.